Manufacturer narrative:
(B)(4). The device history records can¿t be reviewed as product code and lot information not provided. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an excision of left shoulder mass surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke during sewing. Another like suture was used to complete the procedure.